Manufacturer narrative:
The coaguchek inrange meter serial number was (B)(6). On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer.

Event description:
There was an allegation of questionable results from the coaguchek inrange meter compared to a laboratory using stago reagent. The result from the meter was 4.9 inr and the result from the laboratory was 3.2 inr. On 16-jun-2023, the result from the meter was 6.6 inr and the result from the laboratory was 4.95 inr. The therapeutic range was 3.5-4.5 inr.